Manufacturer narrative:
The date of occurrence is 2008. Eval: our eval of the returned device confirmed needle penetration of the outer catheter. A small hole was detected where the needle has penetrated the outer catheter, preventing needle extension. The small hole is located in the black section of the catheter near the distal end of the device. The injection needle was returned with the handle in an advanced position; the injection handle position corresponds to the needle extension. During our laboratory analysis, the handle was retracted and the needle was visualized inside the distal end of the outer catheter. The catheter of the injection needle was placed in a straight position. When the handle is manipulated, the injection needle extends and retracts properly. Several kinks in the outer catheter are present approximately 19cm from the distal end of the device. The outer catheter measurement is within specification. A product discrepancy or anomaly that could have contributed to needle penetration of the outer sheath was not observed during our laboratory analysis. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample tst from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this info, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: needle extension difficulty can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Once the catheter was straightened, the needle extended properly during our eval. Kinks in the catheter can occur if the injection needle experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all disposable varices injectors are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastrodunodenoscopy (egd) procedure to inject epinephrine, the physician used a cook endoscopy acujet variable injection needle. The device was advanced into position and the needle would not exit the end of the sheath. The injection needle was removed and another injection needle was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.